Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a webster cs catheter with auto ID technology and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the patient¿s blood pressure dropped. The physician was not made aware of this until 20 minutes later. Pericardiocentesis was performed and 400 cc of fluid were removed from the pericardial space. The patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization or patient¿s outcome. Physician believed the injury may have been the result of the webster cs catheter having fallen out of the coronary sinus and positioned half in the right atrium and half right ventricle, causing a perforation leading to the effusion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.